Event description:
Info rec'd indicates there is an issue with the head up function of this unit. He has tested the coil and replaced the valve and checked operation using the position sensor calibration but the issue remains.

Manufacturer narrative:
Repairs have not been completed.